Event description:
The customer reported that the ventilator is alarming the circuit occlusion. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the gas delivery engine (gde) fixed the reported issue. The carefusion failure analysis tech evaluated the alleged defective gde and verified the customer reported issue. Issue was isolated to the expiratory pressure transducer on the tca pcba.